Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to open circuits on 10 electrodes and poor performance. The patient was reimplanted with another cochlear device during the same surgery.